Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device fan was found to not work. The probable case of the customer reported s233 was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. There were no reported adverse events or delays of critical therapies while the device was in clinical use. No additional information was provided. During testing at the user facility, the device fan was found to not work.